Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported from r6 that the tubing set separated during priming. There was no patient involvement.

Event description:
It was reported from r6 that the tubing set separated during priming. It was further confirmed during follow up that patient care was not delayed and that this event did not contribute to, or result in a serious adverse impact to patient. However; it was also noted that there was no patient involvement associated with this event.

Manufacturer narrative:
The customer's report that the tubing set separated during priming was confirmed. The set was visually inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection of the set noted separation at the engagement between the tubing to the proximal smartsite¿s inlet port. Closer inspection of the separation under magnification observed that the tubing had an insufficient solvent applied at the engagement. No other anomalies were observed with the set. Functional testing could not be performed as a leak would occur. Dimensional analysis was performed and the outer diameter of the tubing measured to be within specification(s). The root cause of the separation was identified as a manufacturing issue for insufficient solvent being applied at the engagement of the tubing due to equipment and/or operator error.